Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-12853 & 2134265-2017-12866. It was reported the burr became stuck in the lesion, patient complications arose, and the patient expired. The stenosed target lesion was located in the left anterior descending artery (lad). A 1.50mm rotalink¿ burr, rotawire¿, and rotalink¿ advancer were selected for use. During the procedure, the burr became stuck in the lesion resulting in a stall. Atrial fibrillation occurred and the lad vessel ruptured. The physician attempted to remove the burr, however, the attempt failed. The patient subsequently expired.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the event did not take place. The three devices reported in MDR ID# 2134265-2017-12853, 2134265-2017-12854 and 2134265-2017-12866 was not used in the reported procedure.